Event description:
In 2008, the pt was treated for an infrarenal abdominal aneurysm with a gore excluder aaa endoprosthesis. The physician removed an iliac extender from the box, flushed with saline and tried to advance the delivery catheter over the guide wire. The guide wire would not advance through the delivery catheter and was stuck halfway up the catheter. A different iliac extender was used and implanted successfully. According to the field sales associate, the device was handled with care by the physician and staff. The device will be sent to gore for review.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. A review of the mfg records for the device verified that the lot met all pre-release specs.